Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A follow up supplemental report will be filed.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level impacted.